Manufacturer narrative:
(B)(4). The lot number of the pack used in the reported event was not provided; therefore, the review of the lot manufacturing records could not be performed. The pack was disposed by the facility. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
It was reported that the patient developed severe reaction in the right eye. Few cells in the anterior chamber followed by increase in number of cells were observed post lens implant. The surgeon immediately treated the patient with intravitreal injection of antibiotic and steroid. Reportedly, there is still some allergic reaction to a foreign body or intraocular material. According to the surgeon, allergic reaction to a foreign body or material introduced into the eye during surgery was the likely cause of the event.